Manufacturer narrative:
(B)(4).an improperly connecting lines and reconnecting lines that have disconnected during therapy are known causes of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. The guide also provides step-by-step instructions for properly disconnecting during emergencies. It provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient loosely connected the patient line to the transfer set causing it to disconnect. Upon disconnection, the patient reconnected to the patient line. The technical service representative reviewed proper procedure. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.